Event description:
Pt with cvl - on continuous infusion of flolan via electronic infusion pump. Experienced high pressure alarms - sought medical attention - cvl not patent. Line removed - peripheral access established and cvl replaced.